Event description:
A report was received which states that a comsumer experienced moderate pain, left eye, associated with wear of o2optix contact lenses. A centrally located corneal ulcer with infiltrate and anterior chamber reaction was diagnosed. Treatment consisted of tobradex and vigamox. Event resolved with no reduction in visual acuity and resumption of lens wear. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.